Event description:
The reporter stated that the device read erratic. It was reported that the user obtained a result of 398 mg/dl and she dosed insulin. Her family member found her passed out and called emts. The emts checked her glucose and the reported result was 30 mg/dl. The user's device was also used and the reported result was 13 mg/dl. She was admitted to the hospital and treated for hypoglycemia.